Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was separated at the pressure release valve, there was no evidence of a muffler spring and the housing and swivel were loose. Therefore, the reported condition was confirmed. It was determined that the device showed signs of tampering as the hose did not appear to be an anspach hose. The pretest was unable to be completed. It was determined that the housing and the swivel were loose because of loctite deterioration. It was determined that the device showed signs of damage caused by the sterilization process/immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure the hose on the motor device ruptured. According to the report, the circulator turned up the air pressure too high than the recommended level. There was a five to ten minute delay to get a spare device from sterile processing. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.